Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than three weeks after implant the right ventricular (rv) lead became dislodged. It was also noted that the rv lead had noise on stored electrograms (egm). Reprogramming occurred and the lead was explanted and replaced. No patient complications have been reported as a result of this event.